Manufacturer narrative:
This report is submitted on september 20, 2023.

Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI (date not reported). Surgery to replace the magnet was performed under general anaesthesia (date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.